Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data confirmed both a treated, as well as an untreated episode with oversensing of sense b node noise and changes in amplitude morphology measurements. Testing of the system was able to reproduce noise. X-rays were sent for review. For now, the s-ICD system was reprogrammed and remains in service. The patient was hospitalized and no additional adverse patient effects were reported. Additional information provided from the field indicated the patient with this s-ICD continued to receive inappropriate therapy due to oversensing of noise. Review of an available x-ray image did not show any abnormalities with the system. Surgical intervention was later performed, and the s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data confirmed both a treated, as well as an untreated episode with oversensing of sense b node noise and changes in amplitude morphology measurements. Testing of the system was able to reproduce noise. X-rays were sent for review. For now, the s-ICD system was reprogrammed and remains in service. The patient was hospitalized and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data confirmed both a treated, as well as an untreated episode with oversensing of sense b node noise and changes in amplitude morphology measurements. Testing of the system was able to reproduce noise. X-rays were sent for review. For now, the s-ICD system was reprogrammed and remains in service. The patient was hospitalized and no additional adverse patient effects were reported. Additional information provided from the field indicated the patient with this s-ICD continued to receive inappropriate therapy due to oversensing of noise. Review of an available x-ray image did not show any abnormalities with the system. Surgical intervention was later performed, and the s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of device data confirmed both a treated, as well as an untreated episode with oversensing of sense b node noise and changes in amplitude morphology measurements. Testing of the system was able to reproduce noise. X-rays were sent for review. For now, the s-ICD system was reprogrammed and remains in service. The patient was hospitalized and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.